Manufacturer narrative:
Device was used for treatment, not diagnosis. Wellman, d., and ¿et al¿. Treatment of olecranon fractures with 2.4 and 2.7 mm plating techniques. J orthop trauma, volume 29, number 1, 2015. This report is for unknown either (2.7 or 2.4mm) reconstruction plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature wellman, d., and ¿et al¿. Treatment of olecranon fractures with 2.4 and 2.7 mm plating techniques. J orthop trauma, volume 29, number 1, 2015. The purpose of this study was to evaluate the fracture characteristics and outcomes of a consecutive series of patients with olecranon fracture treated with 2.4- and 2.7-mm plate constructs. Thirty-five patients with a mean age of 61.7 years (range, 24¿95 years) and a mean follow-up time of 27 months (range, 6¿72.4 months) were included in this study. Twenty-six of the patients were female. Complications: implants were removed in 18 patients in total. Fourteen of these patients had complaints about the implant prominence without associated range of motion (rom) concerns at the time of removal. The remaining 22% (4/18) of patients had associated complaints of elbow joint stiffness. Patients with stiffness complaints were identified at the 6-week postoperative visit and considered for intervention (manipulation under anesthesia), removal of implants, excision of heterotopic ossification (ho), and/or contracture release. No interventions were performed before 6 weeks of postoperative care. The final clinical arc of motion (rom) in these 4 patients was 134 degrees. Five patients displayed ho on postoperative follow-up; 2 of these patients displayed stiffness and required resection of ho as part of a secondary procedure to address rom. One patient complained of transient ulnar nerve symptoms; this patient was treated with a single dorsal 2.7-mm plate construct without medial plating. One patient had a septic bursitis requiring oral and intravenous antibiotics, without surgical intervention. There was no occurrence of implant failure or nonunion. This is report 1 of 1 for (B)(4). This report is for unknown either (2.7 or 2.4mm) reconstruction plate.